Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 22 days after two dental implants were installed in intraoral region #26 and #21 it was verified their non-osseointegration. A 35 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.